Event description:
It was reported that a smiths medical pump diaplyed an error code 46510. No patient involvement.

Manufacturer narrative:
Other, other text: additional information: h6, h10: device analysis: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted on the device. During analysis, the reported issue was able to be duplicated, the pump exhibited a red screen with the reported error code 46510. Service will replace the printed wire assembly board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.